Event description:
The customer reported that the injector tubing came apart on injection. The device was discarded at the hospital. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: other, the suspect device will not be returned for evaluation. A review of the device history record did reveal exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer reported that they were unsure if the lot number reported was correct. Unable to determine the root cause of the reported failure without the suspect device. No conclusion can be drawn. Evaluation method: device history record was reviewed, complaint database was reviewed. Results: other, unable to determine the root cause of the reported failure without the suspect device. Conclusions: no conclusion can be drawn.